Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the large volume infusor leaked. The device was filled with 8000mg flucloxacillin (flucloxin) 8000mg diluted in 240ml of sodium chloride. It appeared the luer connector had become detached from the infusor tubing leading to the flucloxacillin solution leaking into the outer green pouch of the infusor. The event occurred before use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured july 13, 2016 - july 14, 2016. A photograph was received for sample evaluation. The photograph showed evidence of liquid inside the bag that contains the infusor device which suggests leakage has occurred. The exact location and cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.